Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. The abbott internal recall number is (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unknown coronary lesion. A 3.0 x 8 mm nc trek rx balloon dilatation catheter (bdc) was advanced into the introducer sheath without resistance; however, blood was observed to be leaking into the bdc. After the bdc was removed from the anatomy and flushed, it was reported that there was a leak located proximal to the balloon on the catheter shaft. The bdc only entered the sheath; it was not inflated or used in the patient for post-dilatation. A new device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: recall box - unchecked (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use, states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information: the balloon was not submerged in saline prior to use. No additional information was provided.